Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2026. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implanted device. The pt reported one of the leads came loose and they had the lead replaced two weeks ago. The pt stated the staples were removed yesterday and their representative was supposed to be present at the appointment yesterday to turn the device on and they were not there. The pt stated they had an appt on (B)(6), but that appointment got cancelled because the healthcare provider does not need to see the pt until (B)(6). Additional information was received from the manufacturer's representative. They stated that the patient was programmed today. They were notified of the lead being loose and the replacement on (B)(6), when the case was scheduled. The representative clarified that the procedure was a lead replacement. It was unknown why the leads became loose. The representative stated that the issue was resolved and the information was confirmed by the physician.